Event description:
Customer called regarding the meter allegedly reading error 2. They did not report any symptoms. They ate food and/or drank beverage. There was no evidence of an adverse event, based on the info provided. The customer service rep tried troubleshooting and kept getting error two. The meter was replaced due to an unresolved issue.